Event description:
Routine complaint investigation where customer cites alleges high reading on the customer's meter (93mg/dl) when compared to a laboratory specimen (60mg/dl). When these values are plotted on a clarke error grid, the results fall into the "d" zone showing clinical significance. No death or injury was reported. Both blood sample were venous blood and the device's label copy states that the device is calibrated for fresh capillary whole blood and that slightly higher results may be observed when using venous blood because of the way the test strips react to venous and capillary blood. If using a venous sample on a meter, a sodium, lithium or heparin anticoagulant should be used. There was no info provided regarding time frames, anticoagulant, technique, or medications taken by the customer. The consumer does not take insulin or any diabetes medication therefore no diversion in treatment took place.